Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that the touch screen is becoming unresponsive. Reportedly, customer is not able to interact with certain buttons on the touch screen. There was no impact to customers' blood glucose level.